Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an implant procedure, as the physician pulled the swan-ganz catheter back slightly, the patient started coughing blood. The catheter was immediately removed, the patient was intubated. And blood products were given. Contrast was injected into the left pulmonary artery and the perforated vessel was identified. The physician then proceeded with placing a coil successfully. The sensor was not inserted. The patient was discharged and has made a full recovery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Perforation was confirmed following the retraction of the swan-ganz catheter. Perforation has been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. Perforation events are a known and labeled adverse event that can occur in some patients post-implant due to trauma and bleeding in the pulmonary artery as a consequence of the implant procedure.